Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred on (B)(6) 2011 at around 11:00 pm. Caller, wife of patient, said that the patient received a blood glucose result of 280 mg/dl on his prodigy meter. Patient had symptoms of high blood pressure and nausea. Patient performed a second test on the prodigy meter and the result was 402 mg/dl. Caller then called the paramedics and they arrived approximately 10 minutes later. Per caller, the medic's reading was unknown but they stated the reading was accurate. Treatment was not provided and patient was not transported to the hospital. Prodigy sent replacements along with a prepaid envelope for return of suspect products.

Manufacturer narrative:
Patient did not return suspect product(s), thus evaluation could not be performed.